Manufacturer narrative:
The subject device was not returned to any of olympus locations, because it could be repaired at the user facility by a field service engineer. The field service engineer checked the subject device and found that the reported phenomenon was duplicated due to the damaged of the output socket with traces of rust and moisture. The output socket was replaced to new one for repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, it was found that the scope communication error b30 was displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations, because it could be repaired at the user facility by a field service engineer. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from the field service engineer, omsc concluded that this phenomenon was attributed to the user handling such as being applied the force to the output socket by the user, insufficient cleaning or using without sufficient drying. Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.